Manufacturer narrative:
Intuitive surgical inc. (Isi) received the e-100 generator involved with the complaint and completed the device evaluation. The e-100 generator was analyzed, and failure analysis could not replicate the reported issue. This unit was installed onto the test system, and it worked as expected with a vessel sealer extend instrument installed. The unit worked without any issues. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during da vinci-assisted hysterectomy surgical procedure, the e-100 generator was turning off intermittently during the procedure. The staff were using a synchroseal instrument at the time of the issue. The procedure was completed with no reported injury.